Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was dislodged and exhibited out of range sensing values. The lead was capped and replaced.